Manufacturer narrative:
Product complaint #: (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please clarify how many sutures got broken or did the same suture got broken many times? Please clarify. It is not clear what is the correct procedure date, could you please clarify? Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? When did the bleeding occur? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Please describe any medical/surgical intervention required including results. Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? Did the surgery got delayed due to issue? If yes, please provide below information: was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long (in minutes) did the surgery prolong? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient's post-operative care due to the prolonged procedure? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-05486. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2023 and suture was used. The suture broke when the surgeon attempted to suture blood vessels for hemostasis. The suture broke multiple times. Changed to another one to complete the surgery. The process did not stop bleeding for the patient in a timely manner, posing a risk of serious injury. No adverse patient consequences were reported. Additional information was requested.